Event description:
It was reported that during equipment testing conducted by a MFR field service tech at the user facility, the device did not stop running when the trigger was released. No pt involvement, no delay, no medical intervention, and no adverse consequences were alleged with this event.

Manufacturer narrative:
Corrosion was discovered throughout the internal components of the device, including the motor, which is a probable cause of the device continuing to run when the trigger was released.